Event description:
It was reported that the device overheated during a craniotomy procedure. There was no delay as a back up equipment was used to complete the procedure. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion in the rotor assembly.